Event description:
The customer reported that she has been experiencing high blood glucose levels over 400 mg/dl due to bent cannulas. The customer also stated that the insulin pump has not given her a no delivery alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer didn't have a tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider the report complete to the best of our knowledge.